Manufacturer narrative:
Investigation results were made available. As the case at hand is a legal claim it is not suspected that the devices or additional information are being submitted for review. Zimmer gmbh winterthur legal department have already passed all information that was received from the lawyer, to our complaint handling department. By experience zimmer gmbh never gets more information except for the one that has been already covered in the final report. Patients¿ advocates only provide to zimmer gmbh as much information as they are willing to share to protect the rights of their clients. All information which has been provided for this particular case is already covered in the final report. Nevertheless, should additional information become available to us, a follow up report will be submitted. A technical investigation was not possible to be performed, as the device was not at hand for investigation. However, based on the available information the investigation is conducted with outcome as follows. As for zimmer specialists to perform an in-depth analysis it is required to have all necessary information at hand, it was therefore tried several times to receive additional information for this case. The missing information was requested but was not available. Trend analysis: no product was returned to zimmer biomet for in-depth analysis. DHR-review: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Event description: it is reported that the patient received tha involving avenir stem and warsaw design components in right hip on (B)(6) 2011 and now complains about pain in the groin and anterior thigh. Review of received data: multiple medical records in spanish were received and translated. Patient goes for a medical examination on (B)(6) 2011. Tomography shows an asymmetric narrowing of the coxofemoral joint space with subchondral sclerosis and geodes (or subchondral cysts). Medical records indicate degenerative changes in right hip. A surgical procedure (total hip replacement) to treat right hip coxarthrosis is performed on (B)(6) 2011. Avenir stem is implanted, everything else is warsaw design control. Product stickers are included in medical records. Report of a hip tomography on (B)(6) 2012 describes a well-aligned prosthesis without radiological signs of loosening or periprostethic infection. A discrete atrophy of the right internal obturator muscle is noticed. On (B)(6) 2013 patient complains of pain and a limited (not stable) range of motion on the right hip. He was using crutches at that time. A surgical procedure to treat right hip bursitis and coxalgia was performed on (B)(6) 2014. Patient undergoes a tenotomy of iliopsoas, a trochanteric bursectomy and a fasciotomy of the fascia latae. It is reported that on (B)(6) 2015 patient started feeling pain in the trochanteric area. On (B)(6) 2015 patient complains of pain in the groin and in the anterior thigh. He comments that he has not been doing rehabilitation. Report of a gammagraphy on (B)(6) 2016 shows no loosening of the implants (thr). However patient still complains of trochanteric pain which according to the surgeon is compatible with bursitis or with a muscular detachment of the gluteus. Open surgery to repair the detachment is posed / planned by the surgeon but no further info about this procedure was found on the document provided. No evidence of a revision surgery has been delivered nor reported in this document. Product stickers are involved in the medical records. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: the compatibility check was performed and showed that the product combination was approved by zimmer biomet. Root cause analysis: pain cannot be related to a single specific failure mode. Based on the given information, a root cause analysis is therefore not possible. Should any additional information that changes the assessment become available, the case will re-evaluated. However, all possible causes that might be leading to the issues reported are listed in the dfmea. Conclusion summary: radiological reports and surgical reports do not show any abnormalities regarding the stem. Review of the device history records for the stem did not identify any deviations or anomalies related to the reported event. The devices were used in an approved and compatible combination. Pain cannot be related to a single specific failure mode. Based on the given information, a root cause analysis is therefore not possible. Should any additional information that changes the assessment become available, the case will re-evaluated. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4). Note: this is a split case with zimmer inc., warsaw reference number (B)(4).

Manufacturer narrative:
Due to fact that this is a legal claim, our legal department has been provided with the available facts from the customer. Zimmer (B)(4) (B)(6) legal department is well trained and passes all information concerning the case to our complaint handling department. As soon as supplemental information becomes available an updated report will be submitted. The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. The device history records were reviewed and found to be conforming. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4). Note: this is a split case with zimmer inc., (B)(6) reference number (B)(4).

Event description:
A patient is pursuing a product liability claim. It was reported that the patient was implanted a avenir müller, stem, standard, uncemented, ha, 2, taper 12/14 on the right side on (B)(6) 2011. A revision surgery due to pain is planned but no exact date was reported. The following was also reported: - on (B)(6) 2013 patient complains of pain and a limited (not stable) range of motion on the right hip. He was using crutches at that time. - a surgical procedure to treat right hip bursitis and coxalgia was performed on (B)(6) 2014. Patient undergoes a tenotomy of iliopsoas, a trochanteric bursectomy and a fasciotomy of the fascia latae. - on (B)(6) 2015 patient started feeling pain in the trochanteric area. - on (B)(6) 2015 patient complains of pain in the groin and in the anterior thigh. He comments that he has not been doing rehabilitation. - report of a gammagraphy on (B)(6) 2016 shows no loosening of the implants (thr). However patient still complains of trochanteric pain which according to the surgeon is compatible with bursitis or with a muscular detachment of the gluteus. Open surgery to repair the detachment is posed / planned by the surgeon but no further info about this procedure was found on the document provided.